Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended replacing the touchframe.

Event description:
It was reported that an 840 ventilator had a touch screen blocked. The ventilator was not in use on a patient at the time of the reported event.